Event description:
Additional information received that the old pocket site was lanced on (B)(6) 2018 and was found to have seroma which was drained. Patient was given IV antibiotics (no signs of infection at the pocket site). The swelling resolved. The scs ipg was functioning properly wihout any complications.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced general discomfort. As a result, surgical intervention was undertaken wherein the scs ipg was repositioned on (B)(6) 2018. Reportedly, discomfort resolved after the procedure.